Event description:
It was reported that this patient presented to the emergency room (ER) with stroke like symptoms where the patient was having pain, ventricular tachycardia (vt) and ventricular fibrillation (vf). Upon interrogation, the device exhibited code 1006, indicative of a high voltage detected on a lead during a device charge. This results from a low shock lead impedance measurement measuring, less than 12.5 ohms. Additionally, code 1004 was observed which is indicative of a short circuit condition. The device attempted to shock due to the ventricular arrythmia however, wasn't able to successfully convert. Technical services recommended system replacement as the patient is considered unprotected. The rhythm terminated spontaneously after roughly two minutes of cardiac arrest. The patient was kept in the hospital on telemetry and a new dual chamber system was implanted and the device was explanted, and the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review found a shorted lead error (code 1004 or 1006) had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this patient presented to the emergency room (ER) with stroke like symptoms where the patient was having pain, ventricular tachycardia (vt) and ventricular fibrillation (vf). Upon interrogation, the device exhibited code 1006, indicative of a high voltage detected on a lead during a device charge. This results from a low shock lead impedance measurement measuring, less than 12.5 ohms. Additionally, code 1004 was observed which is indicative of a short circuit condition. The device attempted to shock due to the ventricular arrythmia however, wasn't able to successfully convert. Technical services recommended system replacement as the patient is considered unprotected. The rhythm terminated spontaneously after roughly two minutes of cardiac arrest. The patient was kept in the hospital on telemetry and a new dual chamber system was implanted and the device was explanted, and the lead was surgically abandoned. No additional adverse patient effects were reported.